Event description:
The customer reported that after the system made a loup pop, the system shut down without command. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.